Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that carbohydrate ratio was deleted from insulin pump. Customer continued to receive an enter blood glucose message when attempting to troubleshoot. Customer was advised that there may be a keypad issue, which customer disagreed. Customer reported that blood glucose from 8:00 pm to 12:00 am ran between 49 mg/dl and 70 mg/dl and between midnight to 10:00 am, blood glucose was between 225 mg/dl and 300 mg/dl. Customer declined troubleshooting stating that physician assistant may have done something to insulin pump. Customer was advised to call back in order to troubleshoot.